Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft, two (2) afx limb stent grafts, and an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post op, a follow-up CT identified a type ib endoleak, aneurysm sac growth (unknown diameter), and aneurysm rupture. The physician elected to perform a secondary procedure to address the ruptured aneurysm by placing a non-endologix (gore stent). The rupture was not fully resolved do to the inability to achieve a full seal. The aneurysm continued to leak, and the patient expired on (B)(6) 2018.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following event of a type 1b endoleak, rupture, sac growth and death due to the lack of receipt of relevant medical records and/or imaging available for review. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, severe left common iliac artery angulation was identified that could have contributed to the event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: result code: remove code 3233. Conclusion code: remove code 11.